Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was superficial infection. Exudate or discharge was present at midline incision site, there was induration without purulent discharge. Oral antibiotic keflex 500 mg q6h for 7 days was prescribed. The outcome of the event is patient was recovering. The etiology of the event was reported to be related to surgical implant but not related to devices or therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was reported as recovered/resolved on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient was initially treated with an antibiotic and they improved. Then on the (B)(6) 2018 visit, there was wound breakdown. The patient was taken to the or for exploration the next day. The device was intact. Wound debridement and washout was performed. The outcome was reported as recovering/resolving.